Manufacturer narrative:
Patient height was reported as (B)(6). Patient date of birth was not provided for reporting. Date of event is unknown. This report is for four (4) unknown cannulated screws. Part#, lot# and UDI # is not available. Exact date of implant procedure is unknown. Device is not expected to be returned for manufacturer review/investigation. Therapy date of concomitant device is unknown. This report is for four (4) unknown cannulated screws. PMA/510(k) number is not available. (B)(4). Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient reported in emergency room with an aspiration of joint and revealed infection. The patient had total knee arthrodesis approximately nineteen (19) years prior and open reduction internal fixation for supracondylar periprosthetic femur fracture approximately two (2) years prior to the reporting date. Patient underwent revision procedure on (B)(6) 2017 when all hardware was removed and an antibiotic space was inserted. Concomitant medical devices: supracondylar periprosthetic devices (part# unknown, lot# unknown, quantity unknown). This report is for four (4) unknown cannulated screws. This is report 2 of 3 for (B)(4).